Event description:
Patient sitting for spinal anesthesia, needle was introduced to skin when needle removed, a portion of needle was broken off. Epidural placed by anesthesia. Stat x-ray ordered by anesthesia to be done in pacu. Md at bedside to explain complication to patient. Patient came from triage for a c-section. She had a biophysical profile (bpp) of 6/8. Hx of (B)(6) and substance abuse. Physician attempted to place a spinal and half of the needle broke off in the patient's back. Nursing care rendered appropriately. Physician ordered a stat x-ray. The patient got an epidural and was stable. She did not feel any pain and physician explained everything to her. An x-ray was done in pacu. A neuro consult will be done. This case was reviewed in detail with physician. She states that she only passed the spinal needle once and that it was atraumatic. Denies bony contact. It was removed along with the introducer needle as one because she intended to do a continuous spinal/epidural technique due to the amount of overlying soft tissue. There is no obvious reason why this needle failed. It does not appear to be related to the technique.